Manufacturer narrative:
Complaint no: (B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the iipv was determined to be insufficient drain- false empty detect at initial drain (I-drain) and I-drain alarm volume was met. The device passed all functional testing during evaluation and was sent for service.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 1. The patient's ultrafiltration (uf) reading was 1154ml, indicating the home patient (hp) drained 1154ml more than the largest prescribed fill volume of 1300ml. This meant the total drain volume was approximately 2454ml, which meets the iipv criteria. No patient injury or medical intervention was reported.